Event description:
Reference number (B)(4) event occurred in colombia. It was reported that the patient experienced an occlusion alarms due to a bent cannula on (B)(6) 2026.the infusion set was in use for one day. No further information is available.